Event description:
It was reported that a patient with this inflatable penile prosthesis experienced the device no longer inflating. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Additional information field h6: device codes, b5: describe event or problem.

Event description:
It was reported that a patient with this inflatable penile prosthesis (ipp) experienced the device no longer inflating due to fluid loss. The device was explanted and replaced. There were no patient complications.